Event description:
It was reported that the customer had a weak signal alarm and no delivery alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer states that while wearing sensor he received weak signal and lost connection with sensor, also he had to replaced two infusions sets because he was getting no delivery. The customer was advised to call in to troubleshoot when weak signal happens or no delivery as between to see what is causing either weak signal or no delivery . No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.